Event description:
The customer reported that the fluoro x-ray suddenly stopped. The customer attempted to reboot the system, but the system did not boot up. Four arrows displayed on the control panel at the c-arm mainframe. A second reboot attempted showed that the system begun to work normally. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.